Manufacturer narrative:
The maryland bipolar forceps was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed the electrical continuity test. There was no thermal damage observed. The instrument was found to have a broken bipolar yaw pulley and a dislodged grip cable crimp. The broken piece was not missing as a result of the breakage and was observed to still be attached to the yaw pulley.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a broken wire at the jaws. The user completed the procedure using a backup maryland bipolar forceps instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage observed. The broken wire was first identified after placing the instrument onto the arm. There was no exposed wire observed due to damaged insulation. There was no loss of cautery, no thermal damage, and no arcing observed. There was also no instrument collision. The procedure was completed using a backup instrument. No fragment fell into patient.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an isi failure analysis engineer. It looked like the conductor wire was dislodged. There might be some damage to the conductor wire which left the internal wire exposed.